Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test and displacement test. No blank display or missing segments/partial display noted during testing. However, corroded battery tube noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after went to swimming. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.